Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulty deploying the stent; however, the reported stent becoming stretched appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in a superficial femoral artery. Pre-dilatation was performed with a 6mm balloon dilatation catheter. The 5.5x120mm supera stent delivery system (sds) was advanced and the stent deployed. The deployment lock was unlocked and the delivery system was pulled back. The stent was not disengaged from the delivery system and became elongated. It was decided to remove the stent, so the delivery catheter and the stent were removed as a single unit. The procedure was successfully completed with a new 5.5x120mm supera sds. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.